Event description:
It was reported that (2) devices were used during a hemorrhoidectomy. It was reported by the rep that the ems instruments would not fire (jammed, perhaps due to dry firing). There was no consequence to the pt.